Manufacturer narrative:
Additional information was received on (B)(6) 2019. When the devices were explanted, bilateral prosthesis replacement with 325cc mentor memorygel breast implants was performed. The patient was 52-years-old at the time of the event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a female underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis and experienced left sided deflation post procedure. Upon receipt by mentor the device contained no fluid. Yellow material was observed within the device and no foreign material was observed on the shell surface. During the initial evaluation a rent within a crease measuring approximately 0.6 cm was observed on the posterior aspect. The crease was observed on the anterior and extended to posterior aspect. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent within a crease was found on the device. At this time is not possible to determine the origin of the yellow material observed on the received device. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 6723383, and no non-conformances related to the reported complaint condition were identified. Concomitant products: mentor smooth round moderate profile 325cc saline prosthesis, catalog #3501650, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis and experienced left sided deflation post procedure. As a result, the device was explanted on (B)(6) 2019.